Event description:
In july 2005 the patient required an emergency tracheostomy to be performed and thereafter had a tracheostomy tube in situ. The patient was self-ventilating. Nine days later there was a breakdown of the surrounding skin. The nurses folded a 5cm x 5cm piece of aquacel in half and positioned it around the tube, placing allevyn over it as the secondary dressing. This was changed uneventfully the following day. The patient was then transferred to a ward and the tracheostomy dressing was left undisturbed for 2 days. 2 days later the patient had a respiratory arrest. On suctioning the tracheostomy tube the nurse said that they retrieved what appeared to be a piece of aquacel from the tube. The patient recovered from the respiratory arrest and remains in hospital. Nurse stressed that it is uncertain whether or not the substance suctioned from the tube was aquacel: it was not sent for analysis but disposed of. The cuff of the et tube was inflated at the time of the arrest which makes it difficult to see how the aquacel could have caused this problem.